Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the ultrafiltration (uf) volume was 204ml during cycle 6. Product surveillance spoke with the patient's mother who stated she had not noted any large drain volumes and her son was doing well. The patient's mother confirmed her son did not show signs of any discomfort. The mom stated since the machine has been swapped there has been no alarms or any other issues with therapy. The mom stated her son was just seen by the doctor for a checkup and everything was going well.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Device evaluation: the homechoice (hc) was evaluated by the product analysis lab (pal). The hc passed functional and electrical performance specification requirements, per returned instrument test/evaluation (rite) testing. . The programmed fill volume was 550ml, with an ultrafiltration of 204ml. The drain volume was 754ml, which is under the max drain volume of 780ml. During the evaluation, it was determined that the reported volumes do not meet the criteria for an iipv. The device was sent to the service area.